Manufacturer narrative:
This product is not manufactured or marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted an 13.2mm vicmo13.2, -8.00 diopter implantable collamer lens, into the patient's right eye (od) on (B)(6) 2013. The patient experienced lens opacity (asco). The lens remains implanted in the eye as the patient is still happy and feels no limitations from the asco.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -8.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2013. The patient experienced lens opacity (asco). The lens remains implanted in the eye as the patient is still happy and feels no limitations from the asco. The surgeon has no plans to explant or exchange the icl. The patient's post-op uncorrected visual acuity on (B)(6) 2016 was 20/25. Conclusion: as per dfu for this lens model, vicls are contraindicated for patients over 45 years of age and with an anterior chamber depth (acd) below 3.0mm. (B)(4).